Manufacturer narrative:
(B)(4). The complaint has been documented based on the information provided however, due to no contact information provided. Investigation summary: products was returned sterile for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the pouch device was returned sealed in its sterile package. Upon visual inspection, it was observed that the tyvek was damaged. A hole was found from the outside in on the tyvek, thus causing a breach in sterility. The package was opened and upon evaluation of the device, the bag of the device was fully deployed without any difficulties. Also, the seams from the bags were visually inspected and all were as expected. The sutures were properly attached to the bag and bag was cinched as expected. The event reported was confirmed and it is related an improper use of the device. A possible cause for this condition is due to improper handling during transit or storage. It appears that the package hit a hard surface. Please reference the instructions for use for more information. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
The device was received with no complaint information. Attempts were made to reconcile the device with no success resulting in the creation of a new complaint.